Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. A watchman access system was utilized and a watchman closure device was implanted. The patient experienced blood clot in the left leg from hip to knee.